Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, a cannula error message occurred. The site was in the middle of a power cycling and re-draping when they called intuitive surgical, inc. (Isi) technical service engineer (tse). The system was powered back on. The site did not redock the universal surgical manipulator (usm) 4 and continued with the case. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced usm 4 to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm involved with the complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis. The reported error was confirmed via logs and replicated. The usm was tested on an in-house system in normal mode, with no related errors occurring. The usm was also tested on a patient cart function test platform (pftp) with no related errors. During visual inspection, fluid intrusion was found around the tornado down rocker. The axes controller spar button 3 (acsb 3) board was further inspected, with similar fluid intrusion found on the board.

Event description:
Refer to h10/h11 for follow-up information.